Event description:
It was reported that the patient was admitted to the hospital with an overdose. The patient symptom was reported as respiratory depression. The hcp was unsure what had caused the respiratory depression. The pump was used to deliver morphine. The patient was also taking unspecified oral tranquilizers and anti-psychotic medications at the time. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.